Event description:
Complainant alleged that while attempting to resuscitate a 74-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing all functional testing, defib/pacer stress testing, bench handling, and defib cycling. Without duplicating the report. The multifunction cable (mfc) receptacle, cprd adaptor, and mfc cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.